Manufacturer narrative:
Investigation results: involved products broken during use were not returned and cannot be analyzed. Nothing unusual to report was found during dhrs review (batches #(B)(6)). The four unused mtwo unifiles 4/100 ad 25mm 010 returned were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it is reported that 2 m2 niti taper .04 sterile wp16 files broke on 1 patient. The first broken file part were removed while the second broken file part remains in the root canal. Further treatment is pending. Further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.